Manufacturer narrative:
Lot number ¿ the following lot numbers are included in this report: 18c055, 18d042. Two single use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rate of both devices was found to be within specification. The reported condition was not verified. A batch review was conducted for lot numbers 18c055 and 18d042 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two large volume infusors underinfused during infusion. The devices had been filled with flucloxacillin. Both events involved a patient with no patient consequences. No additional information is available.